Manufacturer narrative:
The device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the distal end of the stent was damaged. There were no patient complications reported and the patient's status was stable.